Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including resetting the battery. The troubleshooting did not resolve the issue. The customer was sent a replacement device and return of her original device was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated she had been prescribed antibiotics both times that she had mastitis, but she could not determine what had caused the mastitis. She additionally indicated her replacement pump was working great. The complaint handler attempted subsequent contact for more information by phone and mail, but the customer has not responded as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her freestyle flex breast pump would not hold a charge and had an unresponsive display. She additionally alleged she had already attempted to reset the pump and she had mastitis.